Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined the case was aborted due to patient oxygen saturation dropping. One lead placed but then removed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
It was reported that during an scs trial implant procedure the patient's oxygen saturation level began to drop. The trial lead that was implanted was removed and the procedure was abandoned. The patient was reportedly stable following the surgery.